Event description:
This pt had a baclofen intraspinal delivery pump implanted in 1999 for treatment of spasticity associated with advanced multiple sclerosis. When it became evident recently that pt's symptoms were no longer being relieved, x-rays were taken which showed the system was disconnected. Surgery for exploration and revision was performed in 2000 and the catheter was found to be completely disconnected where it entered the lumbodorsal fascia. A new catheter was placed into the subarachnoid space using flouroscopy.